Manufacturer narrative:
Citation: staudacher dl, et al. Ventral calcification in the common femoral artery: a risk factor for major transcatheter aortic valve intervention access site complications. Catheterization and cardiovascular interventions. 2021;98:e947-e953. Doi: 10.1002/ccd.29885. First published: 31 july 2021. Earliest date of publication used for date of event. Medtronic products referenced: ¿medtronic self-expandable valves¿. Based on that product description and the study date range, the following medtronic-manufactured tavi delivery catheter systems may have been involved in this study: accutrak (PMA# p130021, product code npt), enveo r (PMA# p130021, product code npt), enveo pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of pre-procedural computed tomography angiograms to identify risk factors for major transcatheter aortic valve implantation (tavi) access site complications. All data was retrospectively collected and analyzed from a single center between may 2015 and september 2019. A total of 417 patients were included in the study population (predominantly female, mean age 81.4 years). Patients underwent tavi with either a non-medtronic valve system (n = 334)or a medtronic valve system (n = 83). No unique device identifier numbers were provided. Among all 417 patients, 11 deaths occurred within 30 days of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 417 patients, the following major access site complications occurred: bleeding, dissection, rupture, stenosis/occlusion, and pseudoaneurysm. The authors defined major access site complications as complications ¿requiring any form of intervention, including prolonged manual compression of the access site, large hematoma but also shock and vascular occlusion or false aneurysm requiring any form of intervention.¿ additionally, unspecified ¿minor non-relevant¿ access site complications occurred. No additional adverse patient effects or product performance issues were reported.